Event description:
Customer reported that the sensor alarmed that the blood glucose reading was low when it is not. She reported that the sensor reading could be off by 300 points. She stated that she had inappropriately received threshold suspends alarms. Customer also reported a calibration error alert. The blood glucose reading was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.